Event description:
According to the surgeon, the balloon of the tuftex over-the-wire embolectomy catheter ruptured during an embolectomy procedure. He observed the ligature was loose and the balloon was deformed when it was removed from the patient's vessel. There was no harm to the patient because of this incident.

Manufacturer narrative:
We have received the complaint device for evaluation, and we have confirmed the reported incident. We observed the proximal ligature had slipped from its initial location, covering the inflation hole. As a result, the surgeon could not deflate the balloon during the procedure. We did not observe any balloon rupture. We did not observe any stretching of the catheter lumen. Based on our investigation, it is possible that the balloon was not tied sufficiently to the catheter lumen. As a result, the proximal ligature slipped under stress when the surgeon attempted to pull the clot. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that our IFU appropriately warns the users about the risks that could occur with the use of the embolectomy catheter, including the risk of balloon failure due to exposure to calcified plaque. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g., chronic clot, atherosclerotic plaque ). This catheter is not designed to withstand the additional pull force needed to remove these materials. There was no harm to the patient because of this incident. The surgeon used another catheter to complete the procedure.